Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "patient slipped on the ice and fractured the patella. Doctor removed the patella button and replaced it with a smaller patella button on the remaining bone."